Event description:
This case involving a device, reported by a physician via a sales representative concerns a patient who experienced a needle lodged under their skin. The patient was taking an unspecified insulin via a burgundy humapen ergo with clear cartridge holder for treatment of diabetes mellitus type 1. It was unknown who operated the device, but the user was trained. The device had been used for one month. The patient's medical history was not provided, and the patient was not taking any concomitant medication. One month after beginning insulin via a humapen (ms8335 / 40199) the needle broke and remained trapped under the skin after the pt had been administered insulin. This was confirmed by x-ray. The reporting physician advised against any procedure to remove the needle until some deposition had formed around it. It was unk if the humapen will be returned to the co for analysis, or if the humapen was continuing. The reporting physician stated that the event and the humapen was related. Update 09/17/2002: add'l info rec'd from affiliate on 09/13/2002, updated narrative and device fields with device description.